Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports she developed red itchy skin from the wafer within 1 day of wear time, much worse under durahesive mass, with a slight rash under the tape collar. She reports the wafer was difficult to remove and she thinks the adhesive is too aggressive for her skin.